Event description:
As reported: "9f introducer (sheath) was difficult to remove." Additional e-mail communication indicated "a couple cm (of sheath) was left in the subclavian."

Manufacturer narrative:
Returned device has not been returned to or analyzed by enpath as of today. Once internal analysis is complete, a follow-up report to this MDR will be provided.